Manufacturer narrative:
The returned solenoid xvalve was received for analysis. The contamination in the solenoid xvalve (sol 3) created the 110b-proximal pressure sensor autozero error code.

Manufacturer narrative:
The data acquisition (da) pcba was returned for investigation. Visual inspection of the da pcba revealed no evidence of damage or contamination. The da pcba was tested, and no failures were identified.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The customer confirmed the reported issue. The fse replaced the data acquisition (da) printed circuit board assembly (pcba) and the solenoid valve. The unit was functionally tested and successfully passed testing. The unit was returned to service. No other anomalies were reported. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed. There was no patient or user harm reported due to this event. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated.

Manufacturer narrative:
Report date: 24sep2021.

Event description:
The customer reported that a ventilator experienced a proximal pressure sensor autozero failure during pre-treatment set up by a nurse. The device malfunction was discovered during pre-treatment set up. There was no delay to patient therapy as there were multiple ventilators around to be used as substitutes. There was no patient or user harm reported.